Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed the device to be in good physical condition. Functional testing was performed, and the reported issue was replicated. The root cause was unknown. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had lost its programming. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.